Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that atrial lead exhibited high capture threshold and high impedance during an implant procedure. The physician elected not to implant the lead, and implanted a single chamber pacemaker. The patient was stable post procedure.